Event description:
It was reported that the right ventricular lead was explanted due to a fracture. No patient complications have been reported as a result of this event. Additional information received reported the rv lead had high impedances and oversensing with delivery of inappropriate shocks.

Manufacturer narrative:
Asku